Event description:
It was reported by healthcare professional "this am, one of our educators were training new hires on PICC line dressing changes and using brand-new PICC line dressing change kits. Twice the stat lock came off of the backing." This report addresses the second device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufw8541 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (jufw8541) have been reported from the same facility.